Event description:
Patient reported having a returned of symptoms. She stated it was the urgency. The change in symptom was considered sudden. The event occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.